Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. Reportedly, the pump's control iq feature was not active as customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer did not take any actions to treat bg level. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.